Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined although the customer believes the bleeding was due to misjudgment while clipping the root of the inferior mesenteric artery. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
It was reported that during a da vinci assisted sigmoid colectomy procedure, the patient experienced bleeding and hemostasis was temporarily achieved using a tip-up fenestrated bipolar grasper and a fenestrated bipolar forceps (fbf) instrument; but the case was converted to open. Arterial bleeding occurred while clipping the root of the inferior mesenteric artery. The surgeon stated the cause of bleeding was due to misjudgment of the "course of the blood vessels". While temporary hemostasis was achieved by holding pressure robotically, the bleeding was resolved by converting the procedure to open, which the surgeon stated the risk of transitioning to open surgery was agreed upon in the consent form. The blood loss was estimated to be 250ml, and the patient did not require a transfusion of blood products. The procedure was completed, and the patient tolerated the conversion. The surgeon stated the decision to convert the procedure, was not caused by any malfunction of an intuitive surgical inc. (Isi) system, instrument, or accessory.